Event description:
Account report one incident in which the pt was noted to be in bed bleeding, the hcp checked tubing and noted the tubing was "broken", area unknown. No add'l info available. Reporter stated reporter would submit a copy of the written report with the returned sample. Reporter added that there was no report of pt compromise. Sample contains no blood. Lot number unknown. No pt injury reported pt alert and oriented.